Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were intermittently unresponsive. Customer also reported receiving a failed battery test alarm. Customer's blood glucose was between 180 mg/dl and 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No failed battery alarm was noted. The insulin pump was monitored for 24 hours and all operating currents were within specification. The insulin pump passed the self test and no unexpected low battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.